Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the replacement device used on (B)(6) 2020 was srx 750cc silicone gel inspira implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Unfortunately, after thorough analysis we were unable to confirm the reported event. If any additional supporting documentation for review (i.e., post op device photos, videos, and/or pre-operative scans) is received in the future, the investigation will be re-opened for further analysis and supplemental report will be submitted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/20/2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 5, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The following information was updated on this form as per device and paperwork received: - brand name under field d1 was updated to mentor smooth round high profile - catalog number under field d4 was updated to 3503420 - lot number under field d4 was defaulted to 7362172 as two devices were received. The other with lot number 7281410. Supplemental report will be submitted if additional clarification is received. - explantation date under field d7 was updated to (B)(6) 2020. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.